Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented for upgrade procedure. After the pocket was closed the patient experienced diaphragmatic stimulation. Reprogramming did not resolve the issue. The pocket was reopened the right ventricular lead was repositioned. Additional reprogramming of the outputs fully resolved the stimulation. The patient was in stable condition at the post op.